Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this boxed subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. It was reported that continuous tones were heard with approximately a two second pause and then beeping resumed. The device was never used and was returned for analysis. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Device memory was reviewed and it was determined the device experienced several excessive warm boot system errors which occurred resulting in several device resets. When a firmware reset occurs, the device emits beeping tones during the reset. Laboratory analysis concluded that the s-ICD experienced memory errors while in the field. The root cause of the memory errors were unable to be determined.